Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 15 cm from the terminal pin with only the terminal segment of the lead returned. Resistance tests were completed to assess lead segment electrical performance. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and high out of range pacing impedances. A lead conductor fracture was suspected and a revision procedure was performed. This rv lead was explanted. No additional adverse patient effects were reported.